Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant on the left breast. Post-operatively, the patient was diagnosed, via in-office visit, with left breast capsular contracture (baker grade IV). As a result, the patient underwent unilateral breast implant removal and replacement with an unspecified gel implant on (B)(6) 2022.

Manufacturer narrative:
On april 12, 2022, mentor became aware that the patient also experienced progressive encapsulation on the right breast. The patient's left breast capsular contracture was characterized with deformity and pain. The patient underwent left breast capsulectomy, left implant exchange with a 375cc smooth round hp gel implant and mastopexy revision. Lastly, a nipple areolar revision was performed on the right breast. Complication on the right breast will be submitted under mrn: 1645337-2022-04626. On april 14, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 375cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This medwatch form is for the left breast prosthesis.